Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured sometime in may 2024. H11: six devices were received for evaluation. A visual inspection was performed, and particles of foreign matter on the product samples were observed. Dark particulate inside the sealed packaging was observed in 1 sample, and particles identified inside the sealed packages on the tubing was observed in 5 samples. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to the variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) non-vented high-volume inlets had particulate matter in an unspecified location. This was noticed during compounding pump set up. There was no patient involvement. No additional information is available.